Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.

Event description:
Subsequent to the initial report being filed the following information was received. The armada balloon dilatation catheter was prepped per IFU before use. The balloon ruptured during the 1st inflation at 6 atmospheres. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in superficial femoral artery. The 6.0x60mm armada balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated; however, a balloon rupture occurred. The bdc was removed from the patient and another armada balloon was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.